Event description:
Following the information provided the therapist found in the evening that the mattress deflated. The caregivers allegedly did not hear the pump alarm go off. The patient, who was on the mattress at the time of event, developed a decubitus wound, allegedly as a result of a complained deflation. The patient did not have the wound before the incident. The event occurred on (B)(6) 2022. The customer stated that the patient wound healed again on (B)(6) 2022.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once the investigation is completed. Device not available for evaluation.

Manufacturer narrative:
Based on the collected information it is not possible to determine the root cause of the complained scenario. The instructions for use for alpha trancell deluxe (500934en) includes the general information about correct operation of the device. It includes: instructions how to properly adjust the pressure settings, including the weight-based guide (for reference only, not to replace clinical judgement). Instructions showing the operation of low pressure alarm. Troubleshooting guide covering lack of inflation and low pressure issues. The time needed to develop or worsen pressure injuries is a patient-specific and purely individual characteristic. For this reason, an importance of a proper care and monitoring regimen overweighs product design mitigations product specifications meet the general design requirements but cannot be considered as a fully sufficient preventive measure on its own. Arjo device failed to meet its performance specification since the device allegedly deflated, resulting in patient botoming out. The device was used for a patient treatment when the malfunction was noticed. This complaint was initially reported due to allegation of a sustained pressure injury of an unknown severity, however based on available information arjo clinical specialist's assessed that severity of the sustained outcome as minor injury, therefore this record does not meet the criteria for adverse events reporting. This kind of scenarios will not be reported in the future. Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: (B)(4). Currently, these products are to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration (B)(4).

Event description:
Following the information provided the therapist found in the evening that the mattress deflated. The caregivers allegedly did not hear the pump alarm go off. The patient, who was on the mattress at the time of event, developed a decubitus wound, allegedly as a result of a complained deflation. The patient did not have the wound before the incident. The event occurred on (B)(6) 2022. The customer stated that the patient's wound healed again on (B)(6) 2022. The device was not evaluated as the event happened two months before it was reported to arjo. According to provided information the customer did not remember which alpha trancell deluxe system was involved, therefore the evaluation is not possible.